Manufacturer narrative:
(B)(4). Date sent: 12/07/2021. Additional information: please see attached op note. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported, "received notice of claim which states patient with history of crohn¿s disease presented to the emergency room complaining of severe abdominal pain in the right lower quadrant. She underwent an emergency exploratory laparotomy that revealed a perforated duodenal ulcer, which was repaired with an omental patch. ¿the appendix was divided at the base with gia 55.¿claim further states that two months later, patient experienced mid epigastric and back pain, which was similar to prior pains associated with the duodenal ulcer. She presented to the ER and a CT did not show any free air, however, there was a presumed transient small bowel intussusception that was documented ¿resolved or no evidence clinically.¿ she thus underwent an egd which revealed a deformity in the apical duodenal bulb from a prior ulcer oversew, but no active ulcerations. Small bowel series was unremarkable and abdominal x-ray ¿suggests nonobstructive gas pattern.¿ the patient was referred to orthopedic physical medicine for further evaluation of her significant back and lumbar pain."